Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's blood pressure dropped and cardiac tamponade was observed. The atrial appendage was perforated by the leadless delivery system. The patient underwent cardiac surgery and the perforation was repaired. A device was then replaced, and a new one was implanted successfully. The patient was stable.